Event description:
It was reported that a patient death occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds). Post procedurally the patient was administered lasix, furosemide, after experiencing oxygen related issues. Prior to discharge a chest radiograph was clear and the oxygen level of the patient was normal. The patient was discharged on plavix and aspirin. Twenty five (25) days post index procedure the patient presented to the hospital with stroke symptoms. Magnetic resonance image (MRI) revealed two small areas of restricted diffusion within the right frontal lobe indicating acute to subacute infarcts. A computed tomography (CT) scan with contrast showed a large right frontal intraparenchymal hemorrhage with significant mass effect, right to left midline shift of approximately 1.8cm, the presence of a right greater convexity subdural hematoma, and blood within the interhemispheric fissure. Also present was a mass effect on the perimesencephalic cistern which indicated an uncal herniation. Thirty four (34) days post index procedure the patient died as a result of non traumatic intracranial hemorrhage.